Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The patient was in shock upon arrival. A diamondback 360 coronary orbital atherectomy device (oad) and viperwire flex tip guide wire were used to treat the 99% stenosed proximal, 50% stenosed mid and 70% stenosed distal lesions in the left anterior descending (lad) artery. Difficulty was experienced advancing the oad more than two thirds through the lad. Attempts were made with sapphire balloons and non-csi catheter and difficulty was experienced advancing in the same location. Due to the size of the vessel, stress was on the catheter that prevented ease of movement. The physician reported the oad felt as though it moved erratically, stopped spinning, and then stalled. The physician attempted to start prior to the five second lock-out period. Upon removal of the oad, imaging revealed that the tip fragment of the guide wire remained in vivo. Five minutes later the fragment had migrated to a side branch of the distal lad. The physician then identified that a perforation had occurred at the location where the oad stalled. A drug eluting stent was placed to resolve the perforation. The vessel was dissected and rewired with a non-csi wire. Ejection fraction level decreased. The patient's condition was critical. The patient went into cardiac arrest with a pulmonary embolism. The following morning, the patient self-extubated. The patient could not tolerate being extubated and was re-intubated. The following morning, a transcatheter aortic valve replacement (tavr) procedure was performed, and ventricular assist device was placed. Three days following the tavr procedure, the patient remained in the intensive care unit.

Manufacturer narrative:
D4. Correction: the model, catalog, lot number, unique identifier number and expiration date are unknown. Csi ID: (B)(4).